Event description:
It was reported that the right atrial lead was not functioning, that it had poor sensing and high threshold and at one time had a dislodgement. The lead was capped and not replaced. A single-chamber defibrillator was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.